Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that the cuff was not functioning. The aus was removed and replaced. There were no additional patient complications.